Event description:
Ra lead dislodged and was explanted and replaced. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The analysis showed a stretched conductor coil, stretched fixation helix and deformed distal end. These damages probably resulted from the extraction procedure due to tensile stress. Furthermore, several cuts into the insulation were found, which most likely occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.